Manufacturer narrative:
Review of device data found primary vector appeared to have the best sensing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t oversensing. The delivered shock was proarrhythmic however a second shock successfully converted the rhythm. No adverse patient effects were reported.